Event description:
It was reported that intraocular lens (iol) had been inserted into the patient's eye when the capsular bag broke while finishing up the procedure. An incision enlargement was required. There was no patient injury reported and another lens was placed. No product defect was indicated. Patient data, gender, date of birth as well as doctor's name were requested; however, was not provided due to hospital privacy policy. No further information was provided.

Manufacturer narrative:
(B)(4). The manufacturing record review were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 23.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. Visual inspection of the returned intraocular lens showed a lens where the optic was cut in half. No optical deviations on the received optic parts were found. The model zct225 lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process; no production related cause was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data - information that was known but not provided: while the procedure began with the placement of a toric intraocular lens, after the capsule tore, a z9002 21.5 diopter lens was ultimately implanted during the same procedure. No sutures were required to close the enlarged incision. (B)(4). All pertinent information available to the manufacturer has been submitted.